Event description:
It was reported the suture fix inserter tip broke off in the joint. When trying to insert anchor into drilled hole, the guide moved slightly so that the inserter hit the bone and snapped. Piece of inserter was retrieved successfully and case completed successfully using more suture fix ultra. Surgeon drilled a new hole to insert the backup device. Graspers were used to remove the broken tip and surgeon was confident that all pieces were retrieved. The initial site was thus left empty. No impact to the patient was reported. A short delay of less than 30 minutes was reported.

Manufacturer narrative:
Device is not being returned for evaluation. The clinical details provided were reviewed, and it was identified that ¿when trying to insert anchor into the drilled hole, the guide moved slightly, so that the inserter hit the bone and snapped¿. Per the device IFU ¿hold the drill guide steady, maintain alignment, and remove the drill bit from the insertion site. Verify that the drill bit is rotating forward. Continue to hold the drill guide firmly in place and insert the suture anchor into the guide with the desired suture orientation. Further investigation is not warranted at this time. (B)(4).